Manufacturer narrative:
The initial MDR 2432235-2016-00310 was filed on june 10, 2016. Additional information was received on 07/04/2016: following service performed, the customer had no further issues with results. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc dispatched a customer service engineer (cse) to the customer's site. The cse started to perform preventative maintenance when they noticed there was a leak at the flushing head of aspiration probes 1 and 2. The cse also noticed basic deposits in the luminometer. Siemens is investigating the issue.

Event description:
A discordant, (B)(6) result, above the cutoff for mandatory confirmation testing, result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The customer re-centrifuged the sample and repeated it twice on the same instrument, resulting (B)(6) for (B)(6). The repeat results were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.